Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female ((B)(6)) patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure and suffered a myocardial infarction, cardiac arrest requiring CPR and surgical intervention (extracorporeal membrane oxygenation (ECMO) and a stent). Patient has a history of tetralogy of fallot and has a prosthetic pulmonary valve. Post-procedure, while the patient was in the recovery room, the patient had a myocardial infarction due to a main coronary dissection discovered. The EKG and other stat numbers were low, and the team suspected a possible myocardial infarction. The medical intervention provided was CPR and extracorporeal membrane oxygenation (ECMO) and was taken for a stent. The patient was reported to be in stable condition. There was some debate on the physician¿s opinion on the cause of this adverse event since this was a cath/electrophysiology (ep) combo case, and the first cath physician did was a coronary angiography, but most likely procedure. The patient outcome of the adverse event was reported as improved. The patient required emergency stent procedure to repair the dissected coronary, in addition to ECMO and CPR which required additional days in the hospital.